Event description:
It was reported that on (B)(6) 2006 the patient presented with the pre op diagnoses of lumbar foraminal disk herniation and radiculopathy. The patient underwent the following procedures: left facetectomy, l5-s1; posterior spinal fusion l5-s1; non segmental instrumentation l5-s1. During the procedure, rhbmp-2/acs and cancellous crushed 60 cc were implanted. Patient alleges unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although, it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.